Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends." OEM manufacturer: the manufacturing location for this product is htl. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3 other text : see h.10.

Event description:
It was reported when using the bd microtainer® contact-activated lancet a customer got her finger stuck while picking up the trash. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that she stuck her finger with a discarded blue and white bd contact activated lancet while picking up trash. Was it a clean needle or a used needle: dirty discarded needle.

Event description:
It was reported when using the bd microtainer® contact-activated lancet a customer got her finger stuck while picking up the trash. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that she stuck her finger with a discarded blue and white bd contact activated lancet while picking up trash. Was it a clean needle or a used needle: dirty discarded needle.

Manufacturer narrative:
The following fields have been updated with corrected information: b1. Corrected to adverse event as no product problem was alleged. B2. Event attributed to: removed 'required intervention' as no intervention was alleged. B2. Other details: corrected from 'na' to 'needle stick injury'.